Event description:
The customer reported that they were getting an incorrect pulse reading. No patient harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that they were getting an incorrect pulse reading. No patient harm was reported. The limited available information is not enough to determine if there was any malfunction. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.